Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed. The needle and implant attached to the suture were received unattached from each other. It was observed that the silicone sleeve of the needle was pushed back, indicating that the device had been previously used. The suture was inspected for any anomalies, and it was observed that there was a knot tied on the suture relatively far away in length from the implant. It is possible that the user did not pull the suture in a way that would properly advance the knot. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that when the rapdiloc was opened for use in surgery, it was observed that the thread was loose preventing its use. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.